Event description:
It was initially reported that high impedance was received when diagnostics were run at a recent office visit. The patient is seeking a surgeon for the replacement. Surgery is likely but has not occurred to date. Good faith attempts for more information have been unsuccessful to date.

Manufacturer narrative:
Date of the event, corrected data: follow-up report #1 inadvertently had the incorrect event date.

Event description:
Additional information was received that there was no known if there was manipulation or trauma that caused or contributed to the high impedance. Patient was referred to a surgeon. Surgery is likely, but has not occurred to date.